Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device was dropped in water on (B)(6) 2013. The infusion device was dried, and hours later, none of the buttons would function and part of the display was damaged. Patient also reported the protective rubber on the buttons is defective. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up button are lacerated. The damages did not influence the functionality of the insulin pump. The button and display function was tested successfully and comply with the product specifications.